Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: other product: 5076-52 crdm non-defib lead implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that one month post implant there was no capture and an atrial lead dislodgement was confirmed with a chest x-ray. The atrial lead was repositioned and remains in use. No patient complications have been reported as a result of this event.